Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was mashed onto the bushing. Additionally, the control wire was not attached to the clip assembly. Functionally, the clip was not able to be opened or closed. Furthermore, the clip assembly could not be deployed. The condition of the returned incident device was consistent with the reported event that the clip failed to release from the catheter. The evaluation confirmed that the clip assembly could not be deployed. Based on the evaluation conducted, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure within the colon performed on (B)(6) 2011. According to the complainant, post polypectomy the patient had some bleeding so a clip was closed onto the target tissue and deployed. However, the clip was not able to be released from the delivery catheter and had to be pulled from the mucosa. No tissue damage or increased bleeding occurred during removal of the clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown, however, it has been reported that the patient is over 18 years old. (B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure within the colon performed on (B)(6) 2011. According to the complainant, post polypectomy, the patient had some bleeding so a clip was closed onto the target tissue and deployed. However, the clip was not able to be released from the delivery catheter and had to be pulled from the mucosa. No tissue damage or increased bleeding occurred during removal of the clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.